Event description:
Per the clinic, the patient developed implant rejection accompanied by significant infections. Subsequently, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.